Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor made a "weird" noise and would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (weird noise/would not power on) has been confirmed. As received, the monitor was continuously resetting. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the constant resets is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective memory. The pt received a replacement monitor.